Manufacturer narrative:
Additional information: h4, h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 event date: the events occurred on an unspecified date between 2023-2024, reported as "throughout a one and a half week period." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This occurred during filling prior to patient use. There was no parient involvement. No additional information is available.